Event description:
It was reported when using the bd phoenix¿ ap, contamination of the ap pump tubing led to inaccurate qc results. There was no report of patient impact.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: the complaint on contamination was reported on the nmic panels associated with phoenix ap instrument. Bd remote assistance troubleshooted and confirmed no issue with the nmic panels. As no returns were received to confirm the failure mode, this is an unconfirmed failure of a bd product. The root cause of the failure is not known. Device history record review for the instrument ap0794 is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported when using the bd phoenix¿ ap, contamination of the ap pump tubing led to inaccurate qc results. There was no report of patient impact.